Event description:
Customer received a blood glucose result of 134mg/dl at 11 am. The customer sat down to watch tv and states they passed out. Paramedics had been called, when they tested they received a result of 120mg/dl. The customer's device read in the 400's mg/dl. 1/2 hour later the emt's received a result of 120mg/dl. No treatment was given. No controls were in use. A request was made for return of the suspect device and replacement product was sent.